Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases and one extended opening. A weight test of the device was verified, and the device was underweight. A microscopic analysis was performed which identified, one extended smooth opening. Based on the device analysis, the final assessment is: two smooth patterns along the same edge opening in the side anterior assessed, as smooth opening.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Event description:
Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.